Manufacturer narrative:
Three lot number (12ae06, 11le53, 11k49) were listed, because the customer states that they were unsure of which lot the particular catheter was from. No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: foley breaks off at hub of catheter. No pt injury reported.